Manufacturer narrative:
The initial failure description was that flow is decreasing in flow signal. According to the service order report#(B)(4) (dated 2019-09-26) the technician observed the system and verified the tolerance of the flow of the rotaflow. All reading were within specifications. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The reported failure could not be confirmed due to the fact that the technician did not find any issue during observation the system. Therefore a most probable root cause could not be determined. The event occurred during a multiple days of adequate support with a rotaflow pump.thus the pump was contributed to the complaint. The occurence rate is below the acceptance rate, thus no remedial action required. The ocurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint number: (B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
Adult ecls va support with femoral peripheral cannulation. Multiple days of adequate support with rotaflow. It was notice that the flow began to decrease. A transonic flow device was used to measure it was noticed that 1.32l/in decreased in flow signal. (B)(4).